Event description:
It was reported that when using the bd pyxis¿ es server, orders were not crossing over epic to pyxis. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was not determined that orders not crossed form epic to station. A technical support specialist (tss) confirmed that messages were found crossing as current, including those related to admit discharge transfer (adt) orders. Further the customer confirmed that no active issue was currently reported. The system functioned as intended after the technical support specialist assessed the device.